Event description:
Add'l info rec'd from MFR 05/09/2001: the product was not released to datascope for evaluation.

Event description:
Brown flecks noted in helium tubing of iabp, iabp placed on standby. Md called stat. Pt hemodynamically stable. Md arrived 20 mins after called and attempted to remove iabp only a portion of iabp was able to be removed by a md at bedside. Pt to or and rest of right superficial femoral artery repaired with patch. Pt stable s/p surgical repair.